Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio replaced the system controller and user interface pcb assemblies and observed proper device operation through functional and performance testing. The device was then returned to the customer for use.

Event description:
It was reported that the device powered on, but the display was white with purple and red vertical bars. No other functions were available when the device was in this state. There was no report of pt use associated with the event.